Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 425cc mentor memorygel breast implant had a greasy film on its surface upon opening, intra-operatively. There was no report of adverse event or patient consequence.

Manufacturer narrative:
On march 21, 2023, an analysis of the product's photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed with what appears to be excess material on the anterior view of the shell and surface imperfections. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. The process controls and data records collected for the complaint are within specification. ¿greasy film¿ reported on product complaint is not able to be confirmed as a manufacturing defect. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On january 27, 2023, mentor received additional information indicating that the correct date of event was on december 15, 2022.